Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal deliveries. A new cartridge was successfully loaded to address the event. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl; cause was not known. A manual insulin injection was used to address bg. The customer continued to use the pump for insulin therapy.